Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed supplies to address the occlusion alarms. Customer also reverted to manual insulin injection therapy to address the occlusion alarms. Customer's blood glucose level was 500 mg/dl.